Event description:
The customer reported that during a therapeutic laparotomy procedure, the tissue pad was peeling off. The procedure was completed by using another device of the same model. There was no health hazard to the patient. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation, but has not yet been received. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g2, health professional was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the reported event was not confirmed. No peeling of the tissue pad was confirmed however, the tissue pad was noted to be worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the tissue pad was worn because the grip was closed and ultrasonic waves were output while nothing was gripped between the grip and the tip of the probe (including after the tissue was cut). The following is included in the instructions for use (IFU): "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation" olympus will continue to monitor field performance for this device.